Event description:
A customer reported that the touchscreen of their insulin pump was cracked and shattered, rendering it unresponsive and illegible after they were playing a sport. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software, which was shipped without a signature requirement. The customer acknowledged instructions for using a storage mode, returning the faulty pump, programming the settings into the replacement pump, and connecting their continuous glucose monitor. Meanwhile, the customer continued using the existing pump through a mobile app for interaction.